Event description:
Reporting status: serious injury- required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a xience v was implanted in 2008, in the proximal part of the right coronary artery. The following month, the pt came back for treatment on the left coronary side. During the control, a partial thrombosis was discovered in the previously implanted xience v. Dilatation was performed and another company's stent was placed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering determined that thrombosis, as listed in the xience v instruction for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the hospitalization is a secondary effect of the thrombosis which results in ptci; however, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be performed.